Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A stock control and purchasing lead reported that, have a second instant of faulty products. Additional information was requested.

Manufacturer narrative:
Corrected information provided in d1., d.2., d.4. And h.6 on initial MDR the product problem code of 2588 was an error. It should have been 2915 on the original MDR the manufacturer internal reference number is: (B)(4).